Manufacturer narrative:
No product is being returned for analysis. (B)(4).

Event description:
During a shoulder repair procedure the implant broke when the surgeon inserted it in the glenoid. The patient¿s bone quality was excellent (very hard). The site prep was a drill. It was also reported that axial alignment was not maintained. The anchor broke at the proximal end and was completely removed; no holes were left empty and the case was completed successfully with the backup device. No product is returning for evaluation.